Manufacturer narrative:
It has been reported that the ventilator failed during pre-use check with error message during the leakage test. Our field service engineer investigated the reported ventilator on site. The pressure transducer printed circuit boards (pcb) was replaced to resolve the issue, and sent back for investigation. The device logs have been provided and the pressure transducer test failure during puc was confirmed. Investigation on pressure transducer pcb readout from eeprom data of received pressure sensor shows that the memory is corrupted. The returned pressure transducer circuit board has been tested in a ventilator. The ventilator failed the pre-use check during internal leakage test sequence: leakage too high. The zero pressure voltage has been measured using a multimeter which showed 1.975 v which is a correct value. The wheatstone bridge for the pressure sensor has been measured and there was no major drift: a microscopic investigation shows that the membrane inside the sensor's cavity was clean and without damage. No root cause has been established for this sensor. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref (B)(4).